Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he was hospitalized for high blood glucose of over 600 mg/dl. Customer reported his blood glucose would not lower after 3 bolus deliveries. Customer reported the device alarmed a battery out limit alert after 3 battery changes. Customer reported the battery was out of the device greater than duration allowed. After troubleshooting, customer was advised to change entire set, reservoir, and insulin. Customer will not be retuning the device for analysis.